Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The damage was noted after insertion into the pt's eye. The iol was removed resulting in trauma to the corneal endothelium, wound enlargement and placement of a different iol into the sulcus. Since the procedure, the pt has had corneal edema which has been treated with topical ophthalmic medications.